Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the fluid path found the exposed portion of the soft cannula to be cut off and shortened, preventing fluid from flowing through the complete fluid path. The exact timing and cause of this damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies were observed that would prevent the delivery of insulin. The download data from the returned device showed that no hazard alarms had been generated. The patient history buffer data confirmed that an automated delivery restriction was generated, as reported, though this was due to the automated algorithm delivering the max microbolus amount for an extended period of time which is expected behaviour of the system. No issues that would result in a hazard alarm were observed. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Smartphone operating system: ap3a.240905.015.a2.s908usqu8fydb. Smartphone hardware: sm-s908u. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 4 and 24 hours on the back. The patient received a automated delivery restriction alarm. Treatment information was not provided.